Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window. The download data showed that 21 first prime pulses were completed, and device was deactivated at 32 pulses. However, the needle mechanism did not deploy as intended. As rotational sensor abnormalities were seen in the data, the device was reset and rerun. The rerun data did not reproduce rotational sensor abnormalities. Due to the rotational sensor malfunction, the device did not run enough pulses during the first priming sequence for the needle mechanism to deploy as intended. Contamination was observed on the commutator cap. It could not be determined if it contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.